Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was inserted into the cardiac resynchronization therapy defibrillator (crt-d) and was screwed down; however, noise was observed and the lead was able to be moved freely in the device port. The lead tested normally via the analyzer. Several more attempts were made to secure the lead to the device but the issue persisted due to a grommet or set screw problem with the crt-d. A different device was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.